Event description:
It was reported that the device illuminated the service indication logged several fault codes in the memory indicating a potentially critical failure. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.